Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that there was a problem that led to a reposition being done on (B)(6) 2017. The problem was resolved without any complications and the patient recovered completely. The event was noted to have a causal relationship to the investigational device. A date of event onset of (B)(6) 2017 was reported; however, this is conflicting with the report that the reposition being done (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.